Event description:
The customer reported that the unit was alarming proximal line disconnect frequently and several sensor alarm was displayed. There was no patient harm reported. During dept review it was noted several errors that indicates spi bus failure. The spi bus is an internal communication link between the cpu and the gds. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors. This will result in a vent inop condition. The service tech could not duplicate the reported problem, but replaced the data acquisition to motor controller cable as a precautionary measure.